Event description:
Information received indicates, the bed will not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the micro switches. He replaced the micro switches to repair the bed.